Manufacturer narrative:
A ge svc rep performed an onsite investigation. The clutch torque roller was replaced. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys made a noise and it was difficult to move the c-arm tube. No pt injury was reported.